Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse decontaminated the system and replaced the wash station aspirate tubing. The cse performed a functional test. The cse replaced reagent probe 3. The cse bleached all reagent drain wells and aligned reagent probe 3. The customer performed quality control (qc) and patient samples, resulting within range. The cse left the customer's site with the instrument performing according to specifications. The customer called back with further issues on their instrument. The cse returned to the customer's site. The cse replaced valves 66 and 67, reagent probe 3 mechanical assembly and reagent 3 wash bowel and the tubing associated. Siemens is investigating the event.

Event description:
Discordant, (B)(6) results were obtained on five patient samples on an advia centaur xp instrument. The initial results were not reported out to the physician(s). The customer repeated the same samples on an alternate advia centaur xp instrument, twice, resulting (B)(6). The repeat results were released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.

Manufacturer narrative:
The initial MDR 2432235-2017-00218 was filed on march 27, 2017. Additional information (05/02/2017): the siemens headquarters support center (hsc) reviewed the event. The cause of the discordant, (B)(6) results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.